Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of below 40 mg/dl. Cause was due to customer not having a current continuous glucose monitoring session. Customer took two glucose shots to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.